Manufacturer narrative:
The event did not cause any injury to the pt. The procedure time was extended to allow for the tissue to be retrieved from the body cavity by a second unit. Anchor's investigation has determined the root cause of the product defect. An improvement corrective action plan has been defined and implemented for the supplier's process and component.

Event description:
The tissue retrieval bag failed at the seam at the apex of the bag during a lobe removal procedure.